Event description:
It was reported that stent damage occurred. A 3.50 mm x 32 mm promus element box was selected from the storage shelf with no damage noted to the device box. The closure strip was opened and the pouch was removed. There was no damage noted to the pouch. The stent protector and mandrel were noted to be in place. The stent was found to be damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received with the foil pouch and inside the carton box. The product mandrel, stent protector and protective coil were not returned for analysis. Inflation media was present inside the inflation lumen indicating the device was prepped for use. Edx analysis identified iodine (I) in the spectra of the inflation media, indicating the media was a contrast media. The stent was severely damaged. The centre of the stent was severely stretched distally, causing the distal side of the stent to move beyond the distal markerband to a total stent length of 36 mm. The 8th and 9th most proximal strut rows were bunched into each other. The 7 most proximal strut rows were not visibly damaged and remained in the original crimp location. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 mm x 32 mm promus element box was selected from the storage shelf with no damage noted to the device box. The closure strip was opened and the pouch was removed. There was no damage noted to the pouch. The stent protector and mandrel were noted to be in place. The stent was found to be damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.